Manufacturer narrative:
Blocks b5, e1 (initial reporter title, last name, facility name, address 1, city, state, zip/post code, phone), e2, and e3 have been updated with additional information received on may 22, 2025. Block d4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. However, it was indicated that the device was disposed of, and the product information is unknown. As such, we are unable to provide the complete unique identifier (UDI) # and other specific product information. It was indicated that the device has been disposed of and will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the procedure, the tubing came off the stablepoint catheter. During an ablation procedure, an intellagen tubing set was selected for use. While in use, the tubing disconnected from the stablepoint catheter. No further information was provided. There was no report of patient complications due to this event. It is unknown if the device will be returned for analysis. Additional information received on may 22, 2025: there was no visible damage noted on the tubing. The issue was resolved when the tech ensured to screw the tubing with an appropriate amount, and the procedure was successfully completed. The device was disposed of and will not be returned for analysis.

Manufacturer narrative:
Block d4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the procedure, the tubing came off the stablepoint catheter. During an ablation procedure, an intellagen tubing set was selected for use. While in use, the tubing disconnected from the stablepoint catheter. No further information was provided. There was no report of patient complications due to this event. It is unknown if the device will be returned for analysis.